Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data of the lead, collected from the device memory, was received and analyzed. Analysis of the device memory was performed and no anomalies were found. It was noted that the last measurement taken was the week of (B)(6) 2015 with the maximum measured threshold at 0.875 volt. Concomitant medical products: 305u225 tissue valve, implanted: (B)(6) 2012. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was partially extracted and a new lead was implanted. It was further reported that the device was replaced due to early battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.